Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have over-sensing. No intervention was reported. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that the over-sensing noted on the lead was far p-wave over-sensing. Corrective programming changes were made to resolve the issue.